Event description:
According to the available information when removing the urine bag, the catheter broke. The catheter had to be removed earlier than planned. This happened twice (two different patients, two different users).

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. The additional device referenced in b5 is captured under a separate report.